Manufacturer narrative:
A review of the DHR and inspection records was conducted for the reported lot number and no deviations or non-conformances were found. One sample was returned for review. Visual inspection found signs of use but there was no damage found to the catheter or catheter hub. A hemostat was used to crimp the tubing and functional testing of the catheter did not find any leakage issues at the hub, beneath the strain relief or along the entire returned section of tubing. Since the reported issue could not be duplicated with the returned device, establishing a root cause and an appropriate corrective action is not possible. There are four similar complaints in the lot.

Manufacturer narrative:
It is unknown if the sample is available. As of the date of this report, the sample has not been returned. A follow-up report will be submitted upon investigation completion.

Event description:
On 12/8 nurse placed a #1.9 PICC line on this baby. On 12/10 PICC leaking into dressing from unk origin even after flushed and redressed by PICC. Rn removed PICC and piv initiated.